Event description:
The pt experienced intermittent stimulation; there was no known accident or incident related to this. The pt symptoms were at the paresthesia area. Palpating did cause the stimulation to change; the pt could create intermittency by pressing at the pocket site or with certain movements. Impedance measurements were normal; impedances were taken with the pt pressing in on the implantable neurostimulator (ins) to stop the stimulation and then while the stimulation was not interrupted; but impedances were the same and all were within normal range 1500-1700 ohms. There was no lead migration. The ins was replaced. The pt was doing very well; the intermittent stimulation was gone.

Manufacturer narrative:
The implantable neurostimulator has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.